Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was additionally reported on (B)(6) 2021 that a right heart catheterization (rhc) study was performed on (B)(6) 2021 which demonstrated a severe elevation in right atrial (ra) pressure with ongoing volumetric overload and right ventricular dysfunction. The patient's dobutamine and lasix were both increased. The patient was noted to have been on 13 days of inotropic support since implant and additional diuretics were added. The patient was also provided with aggressive potassium supplementation. The patient's right chest tube was removed on (B)(6) 2022. It was additionally reported on (B)(6) 2022 that the patient had experienced epistaxis started on (B)(6) 2022 and that it did not improve with the use of afrin, pressure, and merocel packing. An ear-nose-throat (ent) doctor was consulted and a scope was used to visualize the nasal passageway. Small, punctuate areas of slow bleeding were noted along the left nasal septum in both the anterior and posterior regions. Both areas were cauterized with silver nitrate. The patient also reported blood-tinged secretions when blowing their nose. Crusting was noted on the right anterior nasal septum but no source of bleeding was identified via nasal endoscopy. The epistaxis was reported to have resolved following nasal cautery.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (right heart failure, bleeding, and patient condition) cannot be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists right heart failure and bleeding as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Information regarding anticoagulation therapy and international normalized ratio range can be found in this section. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that patient was weaned off of epinephrine over the course of the day on (B)(6) 2021, but then developed increased central venous pressure (cvp) and started on milrinone. Mean arterial pressure (map) decreased to 20's with milrinone for dobutamine. Epinephrine was restarted for inotrophy. Diuresis held for a brief time period due to map but restarted with lasix infusion. Metolazone also added. On (B)(6) 2021, epinepherine was stopped, dobutamine was running at 1.5mcg/kg/min and was increased from 3 mcg/kg/min to 5 mcg/kg/min. Lasix increased from 10 ml/hr to 20 ml/hr on (B)(6) 2021. Dobutamine was stopped (B)(6) 2022. Lasix infusion change to oral (B)(6) 2022. Urinary output was good.